Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock in secondary vector, due to noise and oversensing. This patients heart rate was fast and the qrs complex appeared narrow. Additionally, some undersensing was observed. Technical services (ts) discussed possible reasons such as exercising. This electrode remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.